Manufacturer narrative:
Date of event: date of event is estimated. It is unknown which lead was explanted and which was repositioned. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05191. It was reported that patient's leads had migrated due to which patient experienced uncomfortable stimulation. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2021 wherein one lead was explanted and replaced and the second lead was repositioned back into place. Appropriate pain coverage was established post operatively, reportedly.